Event description:
It was reported that during a da vinci-assisted umbilical hernia etep surgical procedure, user informed the technical support engineer (tse) that universal surgical manipulator (usm) 3 was not staying in place when the endoscope was installed. The usm3 was observed to droop or drop slightly instead of maintaining its position. The live logs were viewed, but no usm3 related messages were found. The user confirmed that all usms had solid blue leds with none flashing. The user requested that the usm3 be checked as soon as possible, while the surgeon continued with the procedure robotically. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the system logs and did a system verification but was not able to replicate the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.